Event description:
Nurse set up primary IV line attached to a a250cc d5 bag and then attached secondary line attached to a 100cc xantac mini-bag and join distal tip with blunt tip cannula to piggyback check valve. Roller clamp on primary line was first adjusted for the d5 and then roller clamp on secondary was adjusted after connection toprimary for the secondary medication. When xantac began to flow, periodically and condition was cfound to be without problem until last time checked at 1130 hours, approximately 60-90 minutes from onset, at which time it was observed that the secondary had stopped with approximately 50cc remaining. Also observed at the same time was that primary container was empty. Primary line then was clamped with upper slide clamp and secondary reinitiated by adjusting roller clamops on primary and secondary lines (secondary and primary lines were not replaced). Remaining volume of xantac was delivered by same setup without problem. Patient evaluated by nurse immediately following incident. No associated respiratory distress or untoward changes in lung sounds. Nurse notified physician who was not concerned about the possible effects of this event. At 1315 hours, the nurse noted that the patient developed a cough. This was reported to the physician. Orders given for a dose of lasix. Patient experienced no other ill effects. At the time of the incident the patient was on a hewlett packard heart monitordevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by manufacturer/distributor representative, other. The device was destroyed/disposed of.